Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). We received: one infusomat space, 8713050, serial no.: (B)(6) with software version 686l030003. The history files were read out and analyzed. No connection to hibased via can cable was possible. Therefore, the history files were downloaded via com cable. Inside the history files no abnormalities could be detected. The impedance measurement to check the can components was with 0,7 ohm outside the tolerance. The resistance measurement was performed at the p2- and p3 connector. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars on the lower housing part as well as a technician seal were available and undamaged. The device showed age related signs of wear and tear, but no damage could be found. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to (B)(4) was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -1,69 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled, and the inside was investigated. No visible damage was found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4), premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "overinfusion, display indicates that drug administration should still be ongoing, while in reality drug has already been fully delivered."